Event description:
The customer reported that the filter straw was occluded. The physician was unable to aspirate or flush. On (B)(6) 2013, the customer ((B)(6)) provided the following information: the procedure was able to be completed with another kit. The customer indicated the patient had to be under conscious sedation (with versed and fentanyl) approximately 15-20 minutes longer; however, there was no patient injury or medical intervention. On (B)(6) 2013, the customer confirmed the only defect noted by the user was that the filter straw was occluded. There was nothing wrong with the catheter or its fenestrations.

Manufacturer narrative:
(B)(4). Evaluation summary: one (1) filter straw was received for evaluation. Examination of the complaint sample confirmed the reported condition as the lumen of the filter straw cannula was completely occluded. The nature of the occlusion is unknown. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. In addition, no issues were found during review of the internal production records for the lot indicated that could result in the reported condition. This includes review of all raw material and components used during the manufacture of the lot involved. A review of the complaint database did not identify any trend with this or similar failures. Based on the investigation results, the root cause was identified as a supplier related issue. The filter straw is supplied by an external vendor (b. Braun) and the lumen of the cannula¿s internal diameter feature is not altered by the carefusion facility prior to placement in the final packaging. This report will be entered into the supplier corrective action notification tracking system per procedure. The supplier of the filter straw ((B)(4)) will be notified of this issue and the complaint sample will be provided to the supplier for analysis to identify any manufacturing defects and applicable corrective and preventive actions. All applicable carefusion quality personnel will be notified of this report in an effort to heighten awareness regarding this potential defect.